Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes, the cap of one tube was found to be rough and deformed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. The photos were reviewed and shows a damaged shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes, the cap of one tube was found to be rough and deformed. No adverse impact was reported regarding the patient or user.